Event description:
It was reported that the left cylinder of the spectra penile prosthesis (spp) was explanted because the left side was shorter than the right side. The explanted device was 16cm with 5cm rear tip extenders. A new 16cm x 12mm spp cylinder with 6.0cm rear tip extenders was implanted on the left side. The right corporal body containing the other cylinder was untouched. The new implant was sutured for support. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.